Event description:
On (B)(6), 2011 the pt was implanted with the gore tag thoracic endoprosthesis to treat a descending aortic aneurysm. The physician intentionally covered the left subclavian artery and landed the device below the left common carotid artery and ballooned the device with a lock balloon catheter ((B)(6)). Final angiography showed no endoleak or type a dissection. The following day the pt had lost consciousness and chest compressions and percutaneous cardiopulmonary support (pcps) was performed. This was unsuccessful and the pt expired. Post mortem CT showed a retrograde type a dissection. No autopsy was performed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use the gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with a required minimum 20 mm healthy proximal and distal neck lengths.